Event description:
It was reported that patient had onset inflammation and iliotibial band friction approximately nine months post implantation. The issues were noted to be resolved after oral steroids, topical cream, and formal physical therapy. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that patient had onset of pain and swelling approximately six months post-implantation. The issues were noted to be resolved after oral steroids and anti-inflammatory medication.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-00514, 0001822565-2022-00515, 0001822565-2022-00516, 0001822565-2022-00517, 0001822565-2022-00518, 0001822565-2022-00519, and 0001822565-2022-00520. Concomitant medical devices: stem extension straight splined uncemented 22 mm diameter +135 mm length: catalog#: 42560113522, lot#: 64559285; femoral central cone size medium: catalog#: 42545001012, lot#: 64189936; femoral distal augment cemented size 7, 7+ 10 mm thickness: catalog#: 42556606210, lot#: 64475637; tibia fixed cemented left size f stem extension: catalog#: 42542007501, lot#: 64334583; articular surface fixed bearing constrained condylar knee (cck) left 12 mm height: catalog#: 42512800712; lot#: 64316030; stem extension 6mm offset splined uncemented 18 mm diameter +135 mm length: catalog#: 42560613518, lot#: 64514980; tibial central cone size small: catalog#: 42545000511, lot#: 64470027. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g3, g6, h2, h3, h6, and h10. Suggested component code: mechanical (04) - femur the complaint for swelling/edema has been confirmed by review of medical records. The complaint of pain is subjective and was unable to be confirmed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: pes anserinus bursitis and iliotibial band friction, x rays showed no lysis, loosening, or wear. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. It was reported the patient was experiencing symptoms from it (iliotibial band) friction (rubbing) and was treated conservatively with physical therapy, oral steroid and topical cream to the site. The iliotibial band is a multiple joint structure that originates at the tuberculum tubercle of the iliac crest and inserts at the anterolateral (gerdy) tubercle of the lateral condyle of the tibia. During a total knee procedure, the iliotibial band is pulled in excess laterally for a prolonged period of time to allow implantation of the devices. The pulling on the band leads to tissue lengthening and increased inflammation of the iliotibial band while maintaining integrity of the ligament. As the iliotibial band heals, the fibers can become fibrotic leading to scar tissue at the distal iliotibial band. Often resulting in a fixed state of the tissue producing pain at the knee. Treatment options for a tight it band, conservative physical therapy which would include site specific mobilization and stretching or more invasive approach of surgical intervention to release the iliotibial band tightness. This signifies a complication post implantation that is associated with the procedure. It was further reported that the patients symptoms associated with it band resolved with the conservative treatment provided and remains implanted to date.

Event description:
No further event information available at the time of this report.